Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03086. It was reported that the patient met with an manufacturing representative and they could not set the scs ipg into MRI mode due to high impedance. Surgical intervention is pending.

Manufacturer narrative:
Date of event is estimated.